Manufacturer narrative:
E1: phone number: (B)(6). H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter leaked during treatment of postpartum hemorrhage (pph). Prior to device failure, the patient experienced an estimated blood loss of 900 ml. The balloon was placed through the vagina with toothless oval forceps. After injecting water into the device, liquid was found to flow out. It was found that there was a leak at the connection between the head end of catheter and the balloon. The patient continued to lose about 100ml of blood. The procedure was completed and hemostasis was achieved by using another same-like device. The total estimated blood loss was 1000 ml. The patient required 400ml red blood cells, 2 units of cryoprecipitate and 200ml plasma. No other adverse effects were reported for this incident.